Event description:
Dealer advised gas cylinders are not working and one piston is stuck in causing to tip forward when come to an abrupt stop. Dealer advised rear swing arm is freezing in place. Dealer advised joystick goes slow then tapers off. Dealer advised sometimes surges. Dealer advised enduser leaves in a facility. Dealer advised no injuries. Dealer advised chair was donated so are not getting any new parts at this time. Dealer advised will supply a different chair.